Manufacturer narrative:
(B)(4) - device remains implanted, labeledmethod - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens remains implanted.

Manufacturer narrative:
Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the (B)(4) clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. No conclusion can be drawn: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2008. The patient reported has lost vision due to the development of a cataract. The icl remains implanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.